Event description:
Per the clinic, the patient experienced loss of connection to the internal device, leading to the decision to explant the device. The device was explanted on (B)(6) 2022 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on march 15, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 16, 2024.